Event description:
It was reported that this pacemaker recorded signal artifact monitor (sam) episodes that appeared to be false positives due to electromagnetic interference (emi). Boston scientific technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time, this pacemaker remains in service.